Manufacturer narrative:
The reported complaint of error message "m ID:11" (post nvram) on the thermogard xp ivtm system (serial #(B)(4)) was confirmed during functional testing and event log review. The investigation findings revealed that the root cause of m ID:01 was due to a defective lithium coin 3 volts battery as a result of console's normal use. The thermogard xp ivtm system was manufactured in december 2012 and it is 6 years old, well beyond its expected serviceable life of 5 years. No physical damaged on the thermogard xp ivtm system was observed during visual inspection. During event log review, m ID:11 (post nvram) was observed on the event date. Thus, confirming the reported complaint. To remedy m ID:11, the defective lithium coin 3 volts battery was replaced. After battery was replaced, the thermogard system was re-evaluated and passed all functional tests without any fault or issue. Thermogard system is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During shift check, customer reported that the thermogard xp ivtm system (serial # (B)(4)) displayed "m ID:11" (post nvram) during power-on-self-test. No patient involvement.